Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was completed and there was no sign of physical damage. A simulated treatment was performed and completed without any failures or noted problems. The cycler passed all functional checks without any issues. Further evaluation found no device malfunctions that would have caused the reported overfill hospitalization event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted.

Event description:
During a follow-up call with the peritoneal dialysis (pd) nurse, the pdrn reported that the patient was hospitalized for fluid overload. The patient has a history of cardiac problems. The patient's cycler was replaced. The pdrn reported the patient has continued pd treatment.